Event description:
Boston scientific crm received information that this device was explanted due to system infection; approximately 1.5 years post implant. It was further reported the same device was re-sterilized and re-implanted against the advise of a boston scientific technical services consultant. No adverse patient effects were reported.

Manufacturer narrative:
Currently the device remains implanted without further reported complications.